Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm states the lower frame is bent on the left side. Dealer states the left front caster is no longer on the chair.